Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. On (B)(6) 2014. The patient underwent urethrolysis and excision of mesh due to exposure and persistent pelvic pain.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent anterior and apical compartment repairs and bilateral sacrospinous ligament fixation on (B)(6) 2011 due to vaginal mesh erosion/extrusion, stress urinary incontinence, intrinsic sphinceteric deficiency, incomplete uterovaginal prolapse, rectocele, enterocele and weakening of pubocervical and rectocervical tissue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 along with posterior colporrhaphy-rectocele due to stress incontinence. It was reported that the patient underwent a gynecological procedure and mesh were implanted on (B)(6) 2011 along with urethrolysis, cysto urethroscopy and old sling removal due to vaginal mesh erosion/extrusion. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.